Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing at an office visit. The patient is still able to perceive stimulation. The patient's device has been programmed off as a precautionary measure. No patient manipulation or trauma occurred that may have contributed to the reported event. A battery life calculation was performed on the patient's device that revealed approximately 0.9 years till end of service. The patient's device diagnostic results showed proper device function in (B) (6) 2005. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Event description:
It was reported the patient had her vns explanted on (B)(6) 2015. It was reported the device was explanted as it had not been used in years. The explanted generator and lead were received by the manufacturer. Analysis is expected, but has not been completed to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported the generator was explanted due to pain and because it was no longer used. Product analysis for the returned vns generator found the device had reached an end of service condition and the battery was confirmed to be depleted. The observed battery depletion was the result of normal expected battery depletion. The vns generator performed according to functional specifications. The analysis concluded that no abnormal performance or any other type of adverse condition was found. Product analysis for the returned lead found white deposits in various locations. Energy dispersion spectroscopy (eds) was performed on the deposit that was observed on the marked connector boot and identified the deposit as containing silicon, phosphorus, sodium, magnesium, and calcium. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. However, it should be noted that the lead assembly (body), including the electrodes, was not returned for analysis and a complete evaluation could not be performed on the entire lead product. No obvious anomalies were noted with the returned portions of the lead. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the reported complaints. No additional relevant information has been received to date.